Event description:
The customer reported that her blood glucose reached 14.3 mmol/l (257 mg/dl) after wearing the pod for longer than 48 hours. The adhesive pad was wet and she could smell insulin leaking. Upon inspection, she noticed the cannula was out of the skin.

Manufacturer narrative:
The product was not returned for evaluation. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.